Event description:
It was reported the patient's device was explanted after an unrelated medical procedure. It was stated the patient had cardioversion, and the patient's device was "wiped out." It was stated the patient's device was explanted in either (B)(6) or (B)(6) of 2011.

Manufacturer narrative:
Lead: model 3988, lot # n25895. Extension: model 7495lz51, serial # (B)(4). Programmer: model 7434a, serial # (B)(4).